Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the access 2 immunoassay system. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc prior to the event was out of specifications high. The customer performed a system check which failed. The customer troubleshot with bci customer support hotline and found crimped tubing from the wash buffer reservoir to the instrument. A system check performed again met specifications. Qc was repeated and was within the customer's established ranges. Service was not dispatched as normal troubleshooting with the customer support hotline resolved the issue.